Manufacturer narrative:
Zoll (B)(4) has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopusle platform (sn: (B)(4)) does not power on. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load1 and load2 too large) was confirmed during archive review and initial functional testing. The defective load cell module 1 was replaced to remedy the issue. During visual inspection, defective load plate cover, cracked front, bottom covers, and damaged top cover wire strands were noted. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in 2014 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple ua 07 error messages. The load sensing system detected a weight/load imbalance between the two load cells. The platform failed the initial functional testing due to error message user advisory (ua) 07 (discrepancy between load1 and load2 too large) displayed when the platform was powered on. Load cell characterization test was performed and confirmed that the load cell modules 1 was defective. Further testing, no brake activate (clicking sound) were observed when the device was powered on. The drive train motor was found rusted/corrosion at the brake housing area. In the warm and humid climate, the drive train motor brake will seize from corrosion since the platform was not powered on daily/frequently. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top, front, bottom covers were replaced. Bio/corrosion cleaning was performed inside the platform. Brake gap inspection and adjustment, clutch plate deburring were performed. The platform has passed both the run-in test and all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous related complaints for autopulse sn (B)(4). Date was changed from (B)(6) 2017 to (B)(6) 2017.

Event description:
As reported during training, the autopusle platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The user was not able to clear the error message. No patient involvement was reported.